Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the circumstances that led to the pump sticking out was exercising regularly. In regard to what steps were taken to resolve the pump sticking out it was reported, ¿it was not sticking out that badly.¿ it was noted the catheter was wiggly from the start and never got any worse. The catheter started out that way and the patient could put their hand over it, and it moved ever so slightly. In regard to what steps were taken to resolve the moving/wiggly catheter it was noted ¿it was so little; the patient did not give it much thought.¿ the patient¿s weight at the time of the event was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 21-jan-2016, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. It was reported after the patient's first pump was put in, they noticed they could feel the catheter moving, wiggling but they did not know it was not supposed to do that. It was indicated that there was a mistake. It was indicated that the pump was sticking out funny. It was noted when the patient was getting their refill in (B)(6) 2017 the nurse was running their hands up and down their stomach because the pump sticks out. The patient was redirected to follow up with an healthcare professional to report and resolve the symptoms. No further complications were reported/anticipated.